Manufacturer narrative:
(B)(4). Date sent: 6/2/2021 corrected data: (B)(4). Concomitant product is gst60d gst gold reload, 60mm, 6 row. Concomitant product ID: cp-302451.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: is the current patient status known? It is unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) It is unknown.

Event description:
It was reported that during an unknown procedure, the surgeon fired the staples and the blade went to the end of the jaw and did not return. So the jaw did not open, so surgeon bailed out by manual, but it was useless, and it eventually opened by pulling the trigger and handle from side to side. Fortunately, it was stapled, so there was not leakage.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2021. D4: batch # u5ef40. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembled the switch actuator post was found to be broken with the switch actuator loose inside the device; which lead to the device not been able to fire. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.